Manufacturer narrative:
Concomitant product(s) - model: 0158, competitor lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling lightheaded. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed possible intermittent atrial undersensing during the blanking period. The lead remains in use. No patient complications have been reported as a result of this event.